Event description:
The patient claimed that multiple buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: display lens is scratched. No visible damage to the keypad. All buttons are responsive to user input. Keypad removed. Contamination seen under the "down"/"ok"/"contrast" button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.